Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a malfunction. During prep, the doctor was unable to get the air out fully and could not get reservoir to properly function. No other adverse patient effects were reported.

Manufacturer narrative:
A reservoir was received for evaluation. No functional abnormalities were noted with the reservoir. The information received indicated the doctor was unable to remove air from the reservoir, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information this inflatable penile prosthesis was to be implanted on (B)(6) 2023 but was not due to the doctor being unable to get air fully out of the reservoir during prep, therefore could not get the reservoir to properly function. A new reservoir was implanted successfully.